Event description:
No additional information received. Before the customer used the syringe, he found a foreign object in the form of a black dot on the syringe tip.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there is a black dot on the syringe tip. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and there are black specks in the syringe barrel. It was not possible to remove the specks with alcohol; the specks are embedded degraded resin. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot 2332063. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 20ml ll s/c had foreign matter the following information was provided by the initial reporter: before the customer used the syringe, he found a foreign object in the form of a black dot on the syringe tip.